Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was difficult to open and close. A field service engineer removed drawer from station and found two bad rails. Then replaced both bad rails and restarted the station to resolve the issue. Fse observed that one row of pockets was not functioning after the bus reboot. Then fse proceeded to power down the station and kept it off for approximately five minutes. After powering the device back on. Customer verified drawer six was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed to pop open automatically after a medication was selected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.